Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The client reported that the gastrointestinal videoscope's angle system was out of range allowed by the manufacturer and the equipment was disassembled and a broken up wire was evident due to constant use of equipment. The issue occurred during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. The investigation revealed the distal end of the device showed signs of being stained and burnt/melted. Additionally there were traces of a biofilm present. The root cause of the malfunction was unable to be determined. Based on the available information, it is likely that the biofilm developed before the device was received by olympus for inspection. However, the root cause of biofilm formation cannot be definitively determined based on the information provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had a burnt and stained distal cover with traces of biofilm. There were no reports of patient involvement.